Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and the following relevant findings were identified: nc (B)(4) was opened for batch 71c16l1128 regarding an ars leak in use. The IFU provided with this kit instructs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) for analysis. No clear signs of use in the form of biological material were observed on the ars. Initial visual examination of the ars did not reveal any anomalies or defects. After the ars failed functional testing (see below), the handle was broken to examine the valves inside. The valve mechanism should consist of two bi-lateral valves and a spacer. Visual inspection of the handle revealed that the proximal valve (valve closer to the plunger) and the spacer were both missing. The returned sample was functionally tested using a lab inventory introducer needle in accordance with the instructions-for-use provided with this kit. The IFU states, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars was unable to draw and aspirate water with and without the introducer needle attached. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The report of a leaking ars was confirmed through complaint investigation. After the ars failed functional testing, visual inspection of the internal components of the handle revealed that the proximal valve (valve closer to the plunger) and the spacer were both missing. A device history record review was performed, and no relevant findings were identified; however, confirmation from manufacturing revealed that the observed damage likely occurred during the assembly process. Based on the customer report, the sample received , and the response from manufacturing, the root cause for this complaint is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.